Manufacturer narrative:
This report is being submitted to add item numbers, correct dates, and provide additional patient codes. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02885, 0001822565-2019-02886 , 0001822565-2019-02961 , 0001822565-2019-02962 . Medical products: psn asf uc 10mm ply l 4-11 ef, item# 42511200510 ,lot# unknown. Tibia cemented 5 degree stemmed left , item# 42532007501 , lot# unknown . All poly patella cemented, item# 42540000035, lot# unknown . 2.5 mm female hex screw 25 mm length, item# 42509902525 , lot# unknown.

Event description:
It was reported that a patient was revised approximately five weeks post implantation due to infection. Object evidence includes small opening on the central portion of the incision that over time developed into a small eschar. The opening further disintegrated to a 4cm open wound. There was a large area centrally on the knee with some necrosis of the skin edges. There appears to be communication between the wound and the medial aspect of the knee. The patient was positive for mrsa in the wound. There was extensive debridement and pulse lavage throughout the joint. An antibiotic spacer was placed. Incision was closed except where the patient initially developed the eschar. A wound vac was placed over this. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the primary surgery. In the post-op, the patient developed thrombosis and required thrombectomy, revascularization, and stenting. Subsequently, the patient underwent revision surgery due to infection. Before the surgery, the physician noted that a small opening on the central portion of the incision that over time developed into a small eschar. The opening further disintegrated to a 4cm open wound. The patient was positive for mrsa in the wound. There was a large area centrally on the knee with some necrosis of the skin edges. There appears to be communication between the wound and the medial aspect of the knee. There was no actual purulence. No evidence of loosening. There was some tissue that looked infected. Frozen section and cultures sent for further testing and frozen section was positive for white blood cells, too numerous to count confirming the suspected infection. Therefore, all components removed. No evidence of necrotic bone. Extensive debridement and pulse lavage throughout the joint. Zimmer biomet antibiotic spacer was placed. Incision closed except where the patient initially developed the eschar. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02885, 0001822565-2019-02887. Medical products: unknown bearing, unknown tibial tray, palacos rg 1x40 single, item# 00111314001, lot# 86694600. Palacos rg 1x40 single, item# 00111314001, lot# 85724576. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five weeks post implantation due to infection. There is no additional information at this time.